Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-10. Investigation summary : three sealed 31g x 8mm pen needle polybags were returned from lot. No. 9005250 along with a clear plastic bag containing pen needles also from lot. No. 9005250 and three photos. Visual examination was carried out on the returned sample and photos and no mixed product was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned photos or samples therefore no root cause can be identified.

Event description:
It was reported that pen ndl 32ga 4mm 14bag 700case jp came with a mix of product types. The following information was provided by the initial reporter: this is a report about incorrect packaging. According to the customer's report, pen needles 31g8¿ were packed in the shelf carton for pen needles 32g4mm. Lot # that was reported to be 9009520 did not match the material # in materials info.; however, this may have happened due to incorrect packaging, and the lot # was left blank in materials info.

Manufacturer narrative:
The following fields have been updated with additional information: d.4. Medical device lot #: the customer provided lot # 9009520. This does not match the catalog number provided. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: unknown.

Event description:
It was reported that pen ndl 32ga 4mm 14bag 700case jp came with a mix of product types. The following information was provided by the initial reporter: this is a report about incorrect packaging. According to the customer's report, pen needles 31g8 were packed in the shelf carton for pen needles 32g4mm. Lot # that was reported to be 9009520 did not match the material # in materials info.; however, this may have happened due to incorrect packaging, and the lot # was left blank in materials info.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown .(B)(4).

Event description:
It was reported that pen ndl 32ga 4mm 14bag 700case jp came with a mix of product types. The following information was provided by the initial reporter: this is a report about incorrect packaging. According to the customer's report, pen needles 31g8 were packed in the shelf carton for pen needles 32g4mm. Lot # that was reported to be 9009520 did not match the material # in materials info.; however, this may have happened due to incorrect packaging, and the lot # was left blank in materials info.